Event description:
It was reported that the ever since implant, the patient experienced symptoms with stimulation as well as increased seizures. It was noted that settings adjustments would resolve the issue for a week or two, but the symptoms would return. The patient's mother had used the magnet to disable stimulation and the symptoms resolved. Attempts for additional information have been made; no additional relevant information has been received to date.